Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device batch paj121, f2417h55 and no non-conformances were identified. Additional investigation summary: it was received for analysis unopened samples of product code f2417, lot paj121. The complaint sample was not received for evaluation. During the visual inspection of samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strands and no defects were observed. A functional test was performed and the pull force were above the minimum requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the samples, no pull off suture needle was found, and the tested samples met the finished goods requirements.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The single complaint was reported with multiple events. There are no additional details regarding the additional patient events. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Confirm the specific number of devices (total qty actually involved with reported issue), that failed during this one event report/procedure? Please confirm the specific number of patient events. Have any of these events been previously reported to ethicon? If yes, please provide complaint file number/ affiliate number. For each patient event please provide additional complaint details: event date, product code and lot number involved, procedure, event description, qty involved? Was there any adverse patient outcome? If yes, was there any medical or surgical intervention performed, was procedure completed successfully and how? Any sample return, etc? Events reported via mw 2210968-2019-82937, 2210968-2019-82938.

Event description:
It was reported by a veterinarian that an animal underwent an unknown procedure on an unknown date and suture was used. The needle pulled off from the thread after a few tissue passages, without exerting excessive tension on the thread. Another device was used to complete the procedure.